Event description:
Due to the curvation of femur and a small shaft diameter, the reamer for drilling for the body destroyed the entire dorsal cortex at proximal position, what then led to a fracture.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The instrument associated with this report was not returned. A complaint database search found no additional reports for the reamer being too short or having a small shaft diameter. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A depuy medical nurse reviewed the medical records and states based on the very limited information available; it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.